Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of the cardiac resynchronization therapy defibrillator (crt-d), the device was unable to pace on all leads and showed an undefined impedance on all pacing and defibrillation leads. The crt-d was not used and a replacement device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis co nfirmed that this device failed to measure lead impedances correctly and that pacing signatures for all pacing modes were not as expected. The issue was isolated to a leakage path in the c88 fetboost capacitor or its interconnect, but the root cause could not be identified to any finer resolution. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.